Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and indicates a diagnostic problem; lifetime asystole counter reads 65535.

Event description:
It is reported that the device data was questioned as all the episodes are 'asymptomatic'. No patient complications have been reported as a result of this event.